Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form. External insulation abrasion was noted at 45.4-45.8cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location. External insulation abrasion was noted at 14.5-14.7cm, consistent with lead friction to another device or feature of the heart, and at 47.7-47.8cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 8.1-8.4cm, 35.3-36.8cm, and 38.0-39.5cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 7.6-9.6cm and 11.4-15.4cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed on the lead during cardiac catheterization procedure. Normal electrical function was noted. The lead was explanted. The patient condition was well after the event.